Event description:
It was reported that during a coronary stent/rotational atherectomy procedure, a dissection occurred. The lesion being treated was located in the calcified and non-tortuous mid left anterior descending artery (lad). The lesion was pre dilated with a quantum maverick and maverick2 balloon catheter, with two inflations to 12 atms each. Following pre dilation, the lesion remained approximately 90% stenosed. Following ablation, a large dissection was noted. The physician then placed a 3.00 x 28 mm taxus express2 drug eluted stent to cover the dissection and the target lesion. Patient status is listed as "good".

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.